Event description:
It was reported that on (B)(6) catheter inserted for severe preeclampsia with IV magnesium therapy and hourly outputs. On (B)(6) the nurse noted small urine output, and the patient complained of discomfort. The nurse drained the kinked tubing and got 350 ml. Foley was ordered to be discontinued as post therapy. Foley kept as sample for bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. All photo samples showcase an overview of the meter drainage bag with an inlet tube and sample port connector. Visual inspection of the sample noted the opened drainage bag had kinked in the inlet tubing upon return. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: e, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 07jul catheter inserted for severe preeclampsia with IV magnesium therapy and hourly outputs. On 08jul the nurse noted small urine output, and the patient complained of discomfort. The nurse drained the kinked tubing and got 350 ml. Foley was ordered to be discontinued as post therapy. Foley kept as sample for bd.